Event description:
Additional information provided by the account: the procedure was a myomectomy. The surgical time was not extended. A new device was used to continue the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the shaft of the grasp was broken when the doctor used the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The device was received with the shaft broken just proximal to the jaws. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.